Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref. MFR report #1627487-2013-19564, 1627487-2013-19565. It was reported, the scs system auto-reduces when the patient turns on the system. The patient has lost stimulation coverage. Diagnostic testing revealed low impedances on all contacts. Images of the system suggested the leads may have pulled out of the header. Surgical intervention was scheduled to address the issue. Note the patient received three leads from two lot numbers as part of the scs system.